Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 10feb2020 and investigation was conducted on 17feb2020. A visual inspection was conducted. The loading device and the delivery device were received. There were signs of clinical use and heavy amount of blood found on the delivery device as well as some specks of blood on the loading device. The white plunger were observed to be depressed on the delivery device indicating clinical use. Measurements of the delivery tube could not be taken due to the heavy amount of blood observed on the delivery device. The seal was not returned, therefore the reported failure "failure to unfold or unwrap" can not be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) were searched in the usual manner, but the seals did not expand and became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) were searched in the usual manner, but the seals did not expand and became unusable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.